Manufacturer narrative:
In 2008, the patient was to have right pcnl stone removal performed. During the procedure, the physician noted the main shaft had separated from the basket inside the kidney. The basket portion did remain inside the kidney when the shaft was removed. Risk management was contacted for additional information with the following response: the patient had returned to the or on four days later to remove the stone, retained basket and stent. The procedure was an ureteroscopy using laser litho to break up the stone and removal along with the retained basket being retrieved using a three prong device. The patient's status was ok and was discharged on the next day. The device will be available to be viewed at the hospital. At this time, no additional information is available, however, a visit to the hospital is being arranged. Following the evaluation of the product at the hospital, a follow-up report will be submitted.

Event description:
"In the course of the surgical procedure (right pcnl) the stone extractor cable separated from the basket and the basket was retained in the patient's right kidney. Surgeon notified the family of the occurrence and discussed further plans for removal of basket from the kidney. This is planned for 2008." Patient discharged the next day.